Manufacturer narrative:
Device is not being returned for eval.

Event description:
Sales representative reported that the surgeon had issues with suture breaking and not cinching properly. With the first kinsa anchor, surgeon was just completing the reduction and the ultrabraid snapped and broke. He did not comment that it seemed extra hard to pull to do the reduction, but at that final moment it gave way. With the next anchor, the loop would not stay reduced tight; it loosened up after being tightened. Both anchors were left in place not supplying any fixation. No add'l devices were implanted due to the limited space on the glenoid.